Manufacturer narrative:
Philips field service engineer (fse) went to the customer and was not able to duplicate the failure of the mms as reported by the customer. The fse replaced the device measurement board (453564514961 ¿ms_x1 pca ECG-5ld/nellcor spo2/w pt ver2) to resolve the inaccurate readings are reported by the customer. Following the repair, the device was tested and returned to the onsite biomed ready for use. The device remains at the customer site. The spo2 measurement failure can occur during operation or after plugging in a sensor. In some cases, the issue will correct itself after the monitor is rebooted or the measurement device is unplugged from and reconnected to the host monitor. Nellcor / medtronic has identified that the spo2 board components on the respective assemblies can drift toward the edge of the specified tolerance resulting in the spo2 failure. The device remains at the customer site. There is minimal health risk. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction: no, there was no adverse event associated with the low spo2 reading and the supplemental oxygen given to the patient. Updated to reflect the actual patient information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested not available at time of report.

Event description:
The customer reported their intellivue multi measurement server (mms) provided low oxygen readings, resulting in the patient being over oxygenated.